Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used in the esophagus to treat a leak due to malignancy during a hiatus hernia repair procedure performed on an unknown date in (B)(6) 2015. According to the complainant, during the procedure, the physician sutured the distal flare of the stent to keep it in place, as the patient previously had multiple operations. On (B)(6) 2015, the patient underwent a gastroscopy and acute bleeding was noted. The physician felt that the bleed was related to the stent, and on (B)(6) 2015, the stent was removed from the patient using rat-tooth forceps. Upon removal of the stent, the patient was noted to have coughed up clots and to have lost a lot of blood. The patient's left femoral pulse was lost and the procedure was halted. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.